Event description:
It was reported that during the night, the tracheal cannula cuff suddenly ruptured along its entire length (this patient having no possible mobility and no respiratory capacity to achieve hyperpressure). The patient's spouse was able to eventually replace the cannula.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
A device history record (DHR) review was not conducted as the lot number reported was not found in manufacturing records. A product sample and four (4) photos were received for evaluation. Visual inspection of the photos show evidence of cuff rupture. Visual inspection of the sample found damage (cuff ruptured). Failure reported could not be reproduced using the tools from assembly process. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.